Event description:
It was reported that the patient presented with his device no longer inflating and the cylinders not reaching all the way to the tip of the implant. The issues began six months after the device was originally implanted. The inflatable penile prosthesis (ipp) cylinders and pump were explanted. A new pair of preconnected cylinders and pump were implanted. The patient's outcome was positive following the procedure.